Manufacturer narrative:
Device return date was (B)(6) 2015.

Manufacturer narrative:
The device was in backup vvi without hv therapy support when it was received for analysis. It was determined the device entered backup vvi due to parity errors. Testing revealed the u2 integrated circuit was anomalous.

Event description:
It was reported that during scheduled lead revision procedure the device was interrogated and went into backup vvi mode which could not be resolved. The device was replaced. There were no consequences for the patient.

Manufacturer narrative:
(B)(4).